Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. The user reported receiving an occlusion alert prior to the event and did not perform appropriate troubleshooting to resolve the occlusion condition. The failure to address the occlusion resulted in interruption of effective insulin delivery and subsequent hyperglycemia progressing to hospitalization. Based on available information, the event is attributed to user error involving failure to respond to and troubleshoot an occlusion alert. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 16-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 574 mg/dl, resulting in hospitalization and dka. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.